Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the "up", "down" and "contrast" key contacts that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(6) 2012

Manufacturer narrative:
Device evaluation completed (B)(6) 2012: investigation found the keypad fully intact and all keys responding. Removed keypad to investigate and contamination was noted under the "up", "down" and "contrast" key contacts.